Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient had hard times inflating his inflatable penile prosthesis (ipp) due to the pump being hard to squeeze. It was also confirmed the implant auto-deflates during intercourse sometimes, but doctor was able to inflate and deflate normally. A surgical procedure was performed to replace the pump for a tenacio pump. There were no patient complications.